Event description:
It was reported that the zimmer air dermatome would not cut. It was noted that the doctor used two blades and the device would still not cut. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/11/1993 and was last repaired on 03/12/2013 for a non-related issue. Evaluation of the device observed the device to be outside calibration only at the zero thickness setting on the left side and the side to side calibration. Customer did not return any associated blades for evaluation and no information is known about the blades utilized by the customer. Unable to determine a cause of the customer's reported event. No information is known regarding the technique or methods utilized during the reported event; however, incorrect user technique could have prevented the device from cutting properly. Improper handling most likely caused the lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.